Event description:
It was reported that balloon rupture, shaft break, and difficulty removal occurred. The completely occluded target lesion was located in the non-tortuous and non-calcified right subclavian vein with stent occlusion. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres for 10-15 seconds, the balloon ruptured and was completely torn in half. The peripheral half of the balloon bunched and could not be withdrawn from the sheath. A snare was advanced over the balloon and attempted to remove it through the access. The procedure was completed with a non-boston scientific balloon catheter. There were no patient complications nor injuries reported and the patient was doing well.